Manufacturer narrative:
Submit date: 2/1/18. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that when the product was received they observed mold on the inside plastic hub of the needle.

Manufacturer narrative:
The device history record (DHR) for lot 734608 indicates there were no defects found in 222 visual and 516 physical samples inspected from the lot. There was 1 opened sample submitted with this complaint. A visual inspection of the sample confirmed the presence of a blue-green substance. The substance could not be removed by physical (wiping) or chemical (isopropyl alcohol) means. Based on the results of testing, the substance was most likely embedded in the material. The reported condition is confirmed. The exact root cause could not be determined based on available information. However, based on a 6m root cause analysis and the results of the sample evaluation, the most probable root cause was identified as burnt resin that broke loose from the inside of the barrel of the injection molding machine and became embedded in the plastic. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are visually inspected for contamination and embedded material. The lot met all defined acceptance requirements and was released. The defect was most likely created during a random event during the molding process. The defect presents a negligible risk to the patient, because the specks were embedded in the plastic and would not come in contact with the patient. There¿s no indication of a systemic issue with the process or product, so a forma corrective/preventative action (CAPA) is not necessary at this time. If information is provided in the future, a supplemental report will be issued.